Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with an intermittent blood glucose (bg) level of 400-high mg/dl. Customer believes they may have been using bad insulin. Customer attempted to treat bg with a correction bolus and manual injection. Customer was subsequently treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.